Event description:
This is filed to report a single leaflet device attachment (slda) requiring surgical intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a long posterior and thick leaflets without chordae. One clip was implanted successfully reducing the mr to grade 2. It was noted on (B)(6) 2022 that the implanted clip came off the posterior leaflet becoming an slda. In the treating physician¿s opinion, the slda was due to leaflet anatomy. On (B)(6) 2022, a mitral valve replacement surgery was performed to treat the recurrent mr. The procedure was successful and the mr was reduced to grade <1 . There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to challenging anatomy (thick leaflet, long posterior leaflet, mitral valve without chordal). Additionally, mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported hospitalization and surgical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.